Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that on monday the patient went to have an MRI of their brain. The patient said that the nurse at the MRI facility pushed buttons on the patient programmer and now the patient is seeing a por message. Patient service specialist walked the patient through trying to connect to their implant with and without the antenna attached and the patient was unable to connect. Patient stated they were able to connect fine before monday. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the patient being unable to connect to their implant with or without the antenna attached was unknown. They noted the steps that will be taken were "[patient] is making an appointment to be seen". It is unknown to the hcp if this issue is resolved. The hcp also noted the cause of the por message was unknown. They indicated the steps that will be taken to be "[patient] is making an appointment to be seen in the office." It is unknown if the issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.